Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm (alarm 20) occurred during pumping. A cartridge change was performed resolving the alarm. Customer's blood glucose level was 90 mg/dl.